Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit on (B)(6) 2010, the patient presented with atrophic vaginitis on (B)(6) 2010. According to the complainant, antibiotics (type and duration unknown) were administered to the patient. Reportedly, the patient's complications were resolved on (B)(6) 2010, and the patient has recovered. All additional information is unknown.

Manufacturer narrative:
Study: part of an investigator-sponsored research trial, sponsored by (B)(6).